Event description:
Additional information was received from the consumer. It was reported that the patient saw a nurse practitioner on (B)(4) 2016. It was noted that the nurse believed that the recharging antenna in a different location was not an issue because the patient was able to find the location without problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had difficulty charging the implantable neurostimulator (ins) due to poor coupling after tripping and falling on her butt a couple weeks ago ((B)(6) 2016). Best practices for recharging were reviewed, the patient attempted a recharge session, and the patient reported seeing the "poor coupling" screen. Repositioning the antenna did not resolve the issue. The antenna locate (al) feature was reviewed and attempted prior to attempting a recharge session; this resolved the issue and the patient reported full recharge coupling. There was an ins pocket issue; after finding good coupling, the patient noted the placement of the recharge antenna was in a different location than it had been in the past. It was recommended that the patient follow up with the healthcare professional to assess the issue. There were no reported patient symptoms. The patient's indications for use included other and postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.